Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range for eleven (11) patients generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Subsequent testing, after service was on-site, produced lower results within the normal reference range for all eleven (11) patients. Specific patient results were not provided by the customer. The customer verbally stated the issue. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint record, accutni qc was within the customer's established ranges prior to the event on (B)(6) 2011. Specific qc data has not been supplied to date. The customer stated to customer technical support (cts) that after the event ((B)(6) 2011) accutni qc was out of range. The customer subsequently changed the aspirate probes and performed another routine system check which failed to meet instrument specifications due to elevated washed relative light units and % coefficient of variations. Bec cts led the customer through additional troubleshooting which included visual inspection of the instrument wash arm, probes and tubing. No issues were noted and service was scheduled. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) performed both a wash and precision pump volume dispense check with no splashing or bubbles noted. The fse verified the mixer belt speed, wash tower vacuum pressure and wash pump vacuum pressure. All components were operating within instrument specifications. The fse replaced the pinch rollers and mixer bearings, the peri-pump tubing and aspirate probes. A subsequent full system assessment met instrument specifications. Hardware is the root cause of this event.